Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut down without user input during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6 and h11 h11: the device was received for evaluation. During functional testing, the reported problem "spectrum iq shutting down during an infusion" was not reproduced. The device was received with tape over the battery contact pins and a battery alert 1 occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. A review of the event history log revealed ¿improper shutdown!¿ message. The event history log revealed the power cord was unplugged when the device was running and then the improper shutdown" occurred once the pump was powered back on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.